Event description:
User states that the freestyle libre 2 system has stopped reading. The scanner can no longer pull information from the reader. User states that they reached out to the manufacturer and were advised they should upgrade to the 3 in spite of the 2 receiving support until september. Hcp (healthcare provider) did consent to follow up, (B)(6) no further information provided or available regarding this report. (B)(4).